Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead has a fracture. Boston scientific technical services (ts) checked settings as there was no pacing. There was no reported noise or out of range impedance at this time. This ra lead remains in service. No additional adverse patient effects were reported.